Event description:
It was reported that a patient presented in-clinic for a lead revision procedure. Prior examination of the patient's right ventricular (rv) lead was found to have high capture thresholds and high pacing impedance. The rv lead was explanted and replaced on (B)(6) 2022. No patient consequences were reported.